Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the lead was placed and when the physician was closing the pocket the signal of the r-wave fell dramatically. The physician decided to relocate the lead. After multiple attempts the lead still did not have good sensing and the lead moved from the endocardium. Another lead was implanted. No patient complications have been reported as a result of this event.